Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Similar incidents have shown that if the user pulls the handle trigger towards one side of the device, the trigger can become misaligned and catch onto internal components within the handle when latching and unlatching. Applied medical is in the process of implementing device enhancements which will help prevent the handle trigger from being pulled out of alignment. The rotation knob on the device can become damaged and move freely if it is rotated while the device is latched and the shaft fixed. The instructions for use (IFU) states, "do not turn the rotation knob when the handle is latched, as instrument damage may occur." This document represents our final report.

Event description:
Thl - "the handle did get stuck 2 times during the or, this was very inconvenient during the or. The coating of the instrument did change shape ans shrunk at the tip, because of heat, the turnknob could be moved forward because the coating did not provided support anymore." Patient status - "no complications."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report has been reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.